Manufacturer narrative:
Thump software was utilized and uploaded trace/history files properly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. In the display option menu, the brightness levels 1 through 5 were working properly. All buttons function properly. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Missing segments/partial display was not observed during testing. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. During download history review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. P-cap locked in place properly during testing. The following were noted during visual inspection: stained keypad overlay, missing display window/cover, battery tube threads - cracked, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. In conclusion, customer concern for insulin flow blocked alarm, keypad unresponsive, back light anomaly, and missing segments/partial display were not confirmed. Unit was tested successfully. Cosmetic damage was confirmed with missing display cover/window during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, back light anomaly, keypad/button unresponsive/button error, no delivery/occlusion alarm, crack on the screen, top part of the screen is off. The customer reported no adverse event. The event involved product(s) mmt-383a, mmt-332a, mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for mmt-383a. No product return is required for mmt-332a. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.